Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted that no intervention was required. After the rescue, the patient¿s vital signs returned to normal, and the blood pressure and blood oxygen levels also returned to normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure air was introduced into the patient blood vessels when the catheter sheath was placed. It was noted that the air was suspected to be due to the low patient blood pressure. The right atrial (ra) lead was placed and more air was introduced into the blood vessel. The patient blood pressure and blood oxygen dropped significantly. The surgery was abandoned and the catheter and ra lead were removed. No further patient complications have been reported as a result of this event.